Event description:
Information was received from a consumer via a manufacturer representative (rep). A couple weeks prior to the report the rep had in formed a consumer that other people have experienced a "zinger" when they turned their head. No other information was provided regarding the other people who had experienced this. Follow up will be conducted with the rep to obtain additional information. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-20. The rep stated that there are no known reports of a ¿zinger¿ being administered by the products to their knowledge. No further complications were reported/are anticipated.